Event description:
The patient contacted lifescan alleging that the test strips were damaged and that he had received high readings. The patient received a 375 mg/dl at 3:30 am and experienced symptioms of impaired vision, lost feelings on his tongue, hands and feet. The patient also felt "flesh". The patient took insulin after attempting to use the meter. The patient contacted his physician for advice and was advised to go to counseling due to the high blood glucose reading. The patient retested and received a 42 mg/dl. There is no information on how soon after testing he received the 42 mg/dl. The technique of applying blood on the test strip was correct. The test strips were not expired; however, they were damaged. The patient suffered a serious injury; however, there is no evidence at this time that the meter contributed to the injury. The meter reading on 375 mg/dl matched the patient's symptoms and treatment. There is no information on when the patient obtained the reading of 42 mg/dl. Based on the information provided, the complaint is being reported as a malfunciton, since the test strips were damaged.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.